Manufacturer narrative:
This report is being supplemented to provide additional information based on the complaint investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unspecified contamination. The device was retested on (B)(6) 2025, and it tested negative. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.